Event description:
Gradual rise in defib and svc (superior vena cava) impedances with very small change in tip to coil impedance. Small decrease in defib and svc impedances post shocks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).